Event description:
Additional information: it was known before the procedure that patient had bilateral kissing stents in the iliac position with extreme calcification and heavy plaque burden in the superficial and low common femoral vessels, as well as bilateral self expanded kissing stents in the aortoiliac bifurcation. The patient did not have favor subclavian access, therefore right femoral access was used as medical team still considered it the best option.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), regarding an implant of a 26 mm sapien 3 valve, in aortic position, by transfemoral approach. There were difficulties with inserting the first 14f esheath into the patient. After numeral attempts the esheath tip started to split and the decision was made to use a second esheath. The second esheath went in smoothly and the procedure continued without issue. It is to be noted that the patient had a pre-existing femoral stent and vessel calcification. Cautions were taken to insert the esheath, using dilators as well as balloon dilators to facilitate access.

Manufacturer narrative:
The device was not returned for evaluation. Device related photos were provided, and the following was observed: sheath distal tip was split, soft tip was damaged, scratches were along the shaft near the distal tip, and the sheath shaft was fully expanded. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The following instructions for use (IFU) and training manuals were reviewed: esheath IFU, device preparation manual and procedural training manual. Precautions when inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position. When puncturing, suturing or incising the tissue near the sheath, use caution to avoid damage to the sheath. Sheath insertion the proximal tapered end of the sheath is larger in diameter. Hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted beyond the aortic bifurcation (above the renal arteries). Note do not use if the sheath is damaged (i.e. Kinked or stretched). Additional considerations always observe fluoroscopy during insertion. Proper screening is critical to reducing vascular complications. Know position of sheath tip in the aorta. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Do not force sheath. No IFU or training deficiencies were identified. A review of complaint history on confirmed device complaints (returned and no product returned) from (B)(6) 2020 through (B)(6) 2021 revealed the following for the esheath introducer sheath (all models and sizes) for the complaint event. The complaints were reviewed based on similar reported events and associated root causes and evaluation codes. A risk assessment was performed on the reported event and the risk of sheath distal tip split and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials refresher training on how to insert the sheath. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and or device training materials. The benefits of the system outweigh the risks associated with distal tip split. Therefore, the review of risk management file is complete, and no further action is required. Since no product non conformances or IFU or training manual deficiencies were identified, no escalation to a product risk assessment (pra) was required. Since no edwards defect was identified, no corrective or preventative actions (CAPA) are required. The reported event was confirmed based on the provided photos. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. Therefore, the presence of a manufacturing non conformance was unable to be determined. However, reviews of the DHR, lots history, and complaint history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. As reported, edwards esheath introducer was inserted carefully using dilators as well as a 8mm peripheral balloon dilation to facilitate access, but still wouldn't go in. Only after a 10mm peripheral balloon dilation could the sheath be advanced into the stent, but not beyond the more proximal part of the stent. After several attempts the tip of the esheath introducer started to split. Additionally, it was reported that the patient had bilateral kissing stents in the iliac position with extreme calcification and heavy plaque burden in the superficial and low common femoral vessels, as well as bilateral self expanded kissing stents in the aortoiliac bifurcation. Provided device related photo reveals a split at the distal tip as well as soft tip damage and shaft scratches. The observed damage can be indicative of calcium nodules within the vessel interacting with the sheath during insertion advancement. The presence of calcification can create a challenging pathway for sheath insertion, as it can damage the distal tip, such as splitting it, through contact with the sheath. Additionally, contact with the bilateral stents may have also contributed to the observed distal tip split in a similar manner. Available information suggests that patient factors (calcification, stent) likely contributed to the reported event.